Manufacturer narrative:
No update as to if site is ordering a new vertek arm. Device not returned, no eval will be completed.

Event description:
Site stated that the vertek arm is in the unlocked position and will not tighten. This event did not occur during surgery and no pt was present.